Manufacturer narrative:
Patient date of birth and weight not available for reporting. This report is for an unknown helical screw/unknown lot. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a trochanteric fixation nail (tfn), helical screw, and locking screw on unknown date. On unknown date it was determined the helical screw cut out. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed intact. Patient was revised to a total hip system. Concomitant devices reported: 11 mm 125 degree titanium cannulated tfn nail 170 mm (456.317s,, quantity 1), locking screw (quantity 1), this report is for one (1) unknown helical screw. This is report 1 of 1 for (B)(4).